Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain indications. It was reported that the patient mentioned having issues when trying to recharge the ins battery implanted in their lower back the last couple of days. Pt was insisting the issue was with the remote (controller) and needed it to be replaced. Pss had pt reset ptm confirming the ptm screen was powering back but then said it was displaying 'no device found'. Pss had pt re-insert bp.  Pt verified the ptm 'battery indicator' light was flashing green. Pt indicated current battery levels: ptm full; ins empty. Pss had pt attempt a recharging session. Pt was having difficulty getting the antenna placed over ins stating their husband usually helps with positioning the antenna for them. Pt then described seeing prm with the three numbers: 1st-15/17/18; 2nd-16/18/21; 3rd-16/21/23; 4th-13/13/23 before switching to poor recharge quality. Pt said they spoke with a manufacturer representative (rep) today regarding the issues they were having. Pt mentioned during call that they were in a wheel chair but also uses crutches which would be useless without the scs because their pain is so intense adding the unit changed their life. Pt said they would sing praises to this process (meaning the ins system) saying this unit, "it works!" When it turns off, it's a nightmare! Pss was having trouble hearing / understanding what the pt was saying. It was also reported that they had discovered at a follow-up appointment the ins battery had shifted. It was unclear about the event date because the pt said it had been going on for a while. Pt described the implant sitting horizontal instead of vertical (sideways), protruding up out of their back. Pt stated when something caught on the ins it was like a queasy feeling. Pt said they spoke with a manufacturer representative (rep) today regarding the issues they were having and the rep explained that because the ins is in the wrong position it may not be charging right. The patient was redirected to their healthcare provider to further address the issue.